Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an infection was observed. The patient fell causing a wound around the device, and eventually leading to an infection. The physician indicated that the patient¿s infection was not device related. The device and the competitor¿s leads were explanted. During the procedure, there was difficulty extracting the leads, and this extended the length and complexity of the procedure. A temporary right ventricular lead was implanted and the generator was used externally, due to patient dependency. The patient left the procedure in stable condition. Hours after the explant procedure, the patient expired due to cardiogenic shock and pericardial tamponade. The physician indicated that death was not caused by any device malfunction, but was result of the procedure.